Event description:
It was reported that during the procedure, after a non-abbott stent was deployed in the distal area of the mid left anterior descending (lad) coronary artery, a 2.75x33 rx xience prime stent delivery system (sds) was advanced and deployed in a mildly calcified, 75% stenosed, 45-millimeter (mm) lesion in the 3.0mm-diameter, mildly tortuous proximal lad coronary artery. The rx xience prime sds was withdrawn. Then a non-abbott balloon dilatation catheter was advanced over an unspecified guide wire through the xience prime stent to the 1st diagonal coronary artery. With the non-abbott balloon still positioned in the 1st diagonal, the xience prime sds was advanced, with resistance felt between the xience prime sds and the non-abbott balloon, into the lad to perform the kissing balloon technique (kbt); the resistance during advancement was described as "feeling strange". The xience sds was pushed and pulled against resistance until it was positioned. When attempting to inflate the xience prime sds, it was angiographically confirmed that the balloon would not inflate. As a balloon rupture was suspected, the xience prime sds was withdrawn against resistance when the tension required to withdraw the sds suddenly decreased. As a xience prime shaft separation was suspected, the non-abbott balloon was pulled back into the guiding catheter and its balloon was inflated to a low pressure to contain the suspected xience prime shaft separation inside of the guiding catheter.

Manufacturer narrative:
(B)(4). The complete xience prime sds, non-abbott balloon catheter, and guiding catheter were all withdrawn as a single unit. The shaft was found to be separated 20 to 30 centimeters from the distal end of the sds and a kink was noted on the hypotube shaft. The kbt was completed using the sds from the deployed non-abbott stent and the same non-abbott balloon. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided. (B)(4): against resistance. Evaluation summary: the device was returned for evaluation. The reported kink and separation were confirmed. However, the balloon rupture could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use indicates that if any resistance is felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.